Event description:
A pt had a problem with a port. The port was inserted 6/19/95 for chemotherapy. On 4/12/96 the port was removed in the or due to extravasation and another port was inserted. The port was examined on 5/13/96 and found no evidence of leaking. Facility did not have the result of the chest fluoroscopy that was done on 3/20/96. Extravasation of the dye was noted at the mid segment of the catheter.